Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015. During internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory autority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and underwent hysterectomy. This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, although the exact reason for hysterectomy was not specified, the reporter regarded the event as a consequence of essure use. Thus, causal relationship between the reported event and essure therapy cannot be excluded and therefore this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0386) in (B)(6) on 06-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for 6 years. The consumer stated that she suffered an emotional roller coaster when she had essure in place. She had to endure many days of working through the severe migraines and vomiting due to dizziness. All the events resolved after having a hysterectomy performed. The consumer considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and underwent hysterectomy. This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, although the exact reason for hysterectomy was not specified, the reporter regarded the event as a consequence of essure use. Thus, causal relationship between the reported event and essure therapy cannot be excluded and therefore this case is regarded as incident. No further information is expected.